Manufacturer narrative:
Since the lot number was provided, the device history record was able to be reviewed, and no quality issues were reported during manufacture. Forty seven samples were received and evaluated. A mask was worn by five individuals for forty five minutes, no irritation was observed. All masks were made according to specification. No deviations were observed. All finished goods are made from qualified material that is tested before use. Final finished product must meet product specification and process requirements before final release to salable inventory.  Based on the investigation, the issue was not confirmed and a root cause was not determined. No corrective action will be taken at this time. We will continue to monitor for complaints of this nature.

Event description:
Nurse had been using mask without problems. On (B)(6) 2016 nurse had her nose, cheeks, behind her ears, and arms break out with a rash. She went to occupational health and was given an antihistamine and topical ointment.